Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance's related to the reported event were noted. The getinge stm that encountered the issue adjusted the helium fill regulator and vacuum regulator, then completed the installation and performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the initial reporter named is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported that during installation of a cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the stm noted that the helium fill regulator was above specification and not within the normal range of 250 and 300 mmhg. The stm also noted that the vacuum regulator was above specification as well. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during installation of a cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the stm noted that the helium fill regulator was above specification and not within the normal range of 250 and 300 mmhg. The stm also noted that the vacuum regulator was above specification as well. There was no patient involvement, and no adverse event reported.